Event description:
It was reported that the patient had syncopal episodes. The remote monitor showed evidence of pauses in ventricular pacing. It was noted that the ventricular sense response algorithm did not continuously pace the ventricle during the ventricular oversensing episodes. Both the device and the right ventricular lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.